Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was returned full of sieve dust and unable to be tested for no alarm lights, so the original complaint issue was not able to be confirmed.

Event description:
Dealer states there are no alarm lights.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states there are no alarm lights.